Event description:
It was reported that, during the initial calibration of the real intelligence robotic drill in a cori-assisted tka surgery, a drill disconnect error message was displayed. The case was exited, the drill was disconnected, reconnected and the case resumed. When reaching the femur bone removal screen, the system prompted a drill disconnect error. The case was exited, the drill was unplugged and plugged back in, the case was resumed but the error message was prompted again. The next time this error prompted, "continue" was pressed and the drill was recalibrated. Among the several disconnect errors the entire system was shut down and rebooted. The reboot was unsuccessful in resolving the issue. These multiple troubleshooting methods were alternated for the remainder of the errors that were prompted. There were approximately eight disconnect errors ((B)(4)) and one internal error message ((B)(4)) that was prompted. Despite the recovery methods listed, the errors continued to persist and the only option was to swap the drill for a new one, which resulted in waiting approximately 50 minutes for another drill to finish being autoclaved. The patient was not harmed.

Manufacturer narrative:
H3, h6: the cori drill p/n rob10013, (B)(6) used in treatment was returned. Nothing was identified visually that contributed to the reported problem. An assessment of log files could not be completed because the appropriate log files were not available. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without any connection issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Manufacturer narrative:
H3, h6: the cori drill p/n rob10013 sn: (B)(6), used in treatment was returned. Nothing was identified visually that contributed to the reported problem. An assessment of log files could not be completed because the appropriate log files were not available. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without any connection issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual, functional evaluation or log files, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.